Event description:
During a coronary artery drug eluting stenting treatment procedure the stenting treatment procedure the stent dislodged. The target lesion was a severly calcified, 85% stenosed portion of the mid right coronary artery (rca). The physician predilated the lesion multiple times with a 3.0x30mm maverick balloon at 12 atmospheres for 22 seconds, 12 seconds, 22 seconds and 20 seconds. Then the physician advanced a 3.5x16mm taxus express2 drug eluting stent to the mid rca but was unable to cross the lesion. Upon withdrawal of the stent delivery system resistance was met and the stent dislodged. In the opinion of the physician the stent did not dislodge from the balloon in the coronary vessel but rather at the level of the sheath in the left groin. The stent was not retrieved. All pulses were present and the patient is reported as fine. The procedure was completed with another stent of unknown type of size. The patient received angiomax.